Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated the alleged meter inaccuracy began on (B)(6) 2015 at 5:05pm. The reporter claimed the patient obtained what she felt was an inaccurate high blood glucose reading of ¿341 mg/dl¿ with the subject meter. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster) and that she took an increased dose of novolog (amount unknown) at approximately 5:05pm in response to the elevated result. The reporter claimed the patient developed symptoms of ¿unable to chew, drooling and was unresponsive¿ approximately 30 minutes after the alleged issue began. The reporter claimed the patient was treated with food and/or drink by a non-health care professional (hcp) at approximately 5:30pm. The reporter claimed a blood glucose test was performed on anther device at the onset of the patient¿s symptoms and a result of ¿41 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips associated with the complaint had expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high result obtained with the subject meter.